Event description:
It was reported that during an unknown procedure, while using the device the clip was delivered crossed which blocked the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Clips are delivered crossed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.